Event description:
The clinician reports the implant was inserted in the patient's mouth. On (B)(6)2019, loss of osseointegration was verified. There were no patient operative or post-operative complications reported.